Event description:
Customer states that he obtained a reading of "252 mg/dl" on his aviva meter, then had a hypoglycemic incident. Customer took his normal reading of "252 mg/dl" one morning at 8:45 a.m., and ate breakfast of bacon and eggs and took 30 units of insulin (type not provided). About 15-20 minutes later, the customer collapsed and became unconscious. Customer's girlfriend was concerned that the customer did not call her back, so she called the local sheriff. Sheriff found the customer at 5:00 p.m. On the floor. Customer had apparently been unconscious since that morning. Emts were called and tested the customer at 38 mg/dl. Customer was treated with an IV (contents not provided) at the scene, and he regained consciousness. Customer was taken to the hospital, where he was treated with a meal and more ivs (contents not provided) for two days and released. Customer's insulin regimen was dramatically reduced after this episode from 100 units a day to 40 units a day. Requested return of suspect device and strips; however, customer took device and strips to the doctor's office and does not believe he has any left. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.